Manufacturer narrative:
The lens has been received and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during preparation for use, the lens was found to be dry. There was no pt contact.